Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with vancomycin (2 grams) and fortaz (1 gram for 4 days). Eight days after event onset, the patient was treated with vancomycin (1500mg). Four days later, the dose was changed to 1250mg for 8 days. Pd therapy was ongoing. At the time of this report, the patient was recovered from the peritonitis. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.